Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to high out-of-range impedance measurements of greater than 2000 ohms. A new ra lead was implanted. No additional adverse patient effects were reported.